Manufacturer narrative:
The patient''s age at time of event or dob, gender, weight, race and ethnicity are unknown. This information was not available from the facility. During inflation, the balloon ruptured below rbp. No patient injury, this MDR is being reported conservatively. Patient information regarding relevant tests/ laboratory data or medical history are unknown. This information was not available from the facility. An undersized introducer sheath (5f) was used. The product label indicates the angiosculpt device is compatible with a 6f introducer sheath. Foreign- (B)(6). The angiosculpt device was returned for evaluation. Visual inspection found no unusual characteristics of the balloon. During functional testing, the balloon was pressurized and at less than 2 atm, a leak was noted. Under microscopic inspection, a longitudinal balloon tear was observed. The IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp.

Event description:
The angiosculpt device was used to treat the peripheral lesion. During the second inflation at 10 atm for 5 seconds, the balloon ruptured. The procedure was completed with a non-angiosculpt device. No patient injury reported.